Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6). Identified a compromised driveline that could have contributed to the reported pump stops and low speed events. Evaluation of the submitted log files confirmed the reported pump-stops. Evaluation of vad-53507 and the submitted images of the patient¿s driveline confirmed superficial damage to the external portion of the driveline. The submitted log files captured the pump operating at a fixed speed of 9600 rpms with a low speed limit of 9200 rpms. The log file captured pump stops on 21jan2021, 23feb2021, 03mar2021, 04mar2021, 05mar2021, 06mar2021, 07mar2021, and 08mar2021, while the patient was supported by both the power module and batteries. The pump stops were accompanied by low speed events as low as 0 rpm and power elevations as high as 18 watts. The submitted x-rays of the internal and external portions of the patient¿s driveline showed an internal area of concern about 4 inches from the pumps bend relief and an external area of concern about 5 inches from the controller bend relief. The pump was returned assembled with the driveline cut approximately 1¿ from the pump housing, and the distal portion was returned in for evaluation. The sealed inflow cannula (inlet tube, flex section, and inlet elbow) was returned unattached from the pump inlet port. The apical sewing ring was not returned. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned separated into individual components, unattached from the outlet port. The outflow graft bend relief was returned attached to the outflow graft attachment with the bend relief collar secured over it. The outflow elbow was returned unattached from the pump. The rotor and inlet stator were removed from the pump prior to arrival. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-53507revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Tears in the silicone jacket were observed approximately 2-2.5¿ from the metal connector. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed throughout the length of the driveline. Areas of more severe breakdown were observed approximately 3¿ and 32¿ from the metal connector. Microscopic and visual inspection of the wires revealed breaches in the insulation of the black, brown, orange, and green wires approximately 32¿ from the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of the black, brown, orange, and green wires that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The insulation breaches of the black, brown, orange, and green wires would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. Similar events could have occurred if the exposed conductors of the black, brown, orange, and green wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The relevant sections of the device history records for vad-53507 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas was shipped on 30nov2012. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient changed their controller on (B)(6) 2021 after having alarms at home. Upon interrogation of the other controller there were pump stops. X-rays were performed which found an area of the driveline that was visibly weakened. The patient was noted to be asymptomatic during the alarms. A log file was sent in for review which found on (B)(6) 2021 and (B)(6) 2021, 14 pump stops and 14 low speed advisories. It was recommended to perform a pump exchange. The pump was exchanged on (B)(6) 2021. It was noted that the patient was recovering in the intensive care unit. No additional information was provided.